Manufacturer narrative:
The product was not returned for analysis; the lens remains implanted. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A consumer reported that following an intraocular lens (iol) implant procedure, the patient had blurred vision from two years consistently since the surgery. The patient was referred for lasik (laser-assisted in situ keratomileusis) and did not improve, has had yag (yttrium aluminum garnett) and no improvement. Additional information has been requested.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).